Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7080195. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7080136.

Event description:
It was reported that the patient had never experienced pain reduction from the spinal cord stimulation (scs) system. The patient underwent an explant procedure of the entire system. During the procedure a non-boston scientific electrode was also explanted. The physician noted that during the explant procedure, pus secretion was noted in the ipg pocket, and assessed that the infection was not device related. There were no patient complications. The explanted product will not be returned as it was retained by the medical facility.